Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "just answered a call from a patient r. Hampton who had surgery at the end of last month at michigan institute of advanced surgery. He was calling because he said he received a $500 bill for a pump that he returned to the hospital because it was leaking." A patient was involved but not harmed.